Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), device expulsion ('expulsion'), triple negative breast cancer ('triple neg and ER/pr pos breast cancer'), neoplasm malignant ('cancer') and oestrogen receptor positive breast cancer ('oestrogen receptor positive breast cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea,chronic"), dyspareunia ("dyspareunia"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), fibromyalgia ("fibromyalgia"), groin abscess ("abcesses/boils groin area"), furuncle ("boils groin area") and gastrointestinal disorder ("gi conditions") and was found to have triple negative breast cancer (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), oestrogen receptor positive breast cancer (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and progesterone receptor assay positive ("progesterone receptor positive breast cancer"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, triple negative breast cancer, neoplasm malignant, oestrogen receptor positive breast cancer, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, migraine, headache, fibromyalgia, groin abscess, furuncle, gastrointestinal disorder and progesterone receptor assay positive outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, gastrointestinal disorder, groin abscess, headache, hormone level abnormal, menorrhagia, migraine, neoplasm malignant, oestrogen receptor positive breast cancer, pelvic pain, progesterone receptor assay positive, psychological trauma, triple negative breast cancer and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), device expulsion ('expulsion'), triple negative breast cancer ('triple neg and ER/pr pos breast cancer'), neoplasm malignant ('cancer') and hormone receptor positive breast cancer ('oestrogen receptor positive breast cancer') in an adult female patient who had essure (batch no. 60512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea,chronic"), dyspareunia ("dyspareunia"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), fibromyalgia ("fibromyalgia"), groin abscess ("abcesses/boils groin area"), furuncle ("boils groin area") and gastrointestinal disorder ("gi conditions") and was found to have triple negative breast cancer (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), hormone receptor positive breast cancer (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and progesterone receptor assay positive ("progesterone receptor positive breast cancer"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, triple negative breast cancer, neoplasm malignant, hormone receptor positive breast cancer, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, migraine, headache, fibromyalgia, groin abscess, furuncle, gastrointestinal disorder and progesterone receptor assay positive outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, gastrointestinal disorder, groin abscess, headache, hormone level abnormal, hormone receptor positive breast cancer, menorrhagia, migraine, neoplasm malignant, pelvic pain, progesterone receptor assay positive, psychological trauma, triple negative breast cancer and urinary tract disorder to be related to essure. The reporter commented: essure insertion details: hysteroscopy performed. Bl tube ostia with essure springs. 3- 5 coils visible bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) - bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical records received. Essure lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), device expulsion ('expulsion'), triple negative breast cancer ('triple neg and ER/pr pos breast cancer'), neoplasm malignant ('cancer') and hormone receptor positive breast cancer ('oestrogen receptor positive breast cancer') in an adult female patient who had essure (batch no. 60512937-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea,chronic"), dyspareunia ("dyspareunia"), pelvic pain ("paim pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), fibromyalgia ("fibromyalgia"), groin abscess ("abcesses/boils groin area"), furuncle ("boils groin area") and gastrointestinal disorder ("gi conditions") and was found to have triple negative breast cancer (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), hormone receptor positive breast cancer (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and progesterone receptor assay positive ("progesterone receptor positive breast cancer"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, triple negative breast cancer, neoplasm malignant, hormone receptor positive breast cancer, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, migraine, headache, fibromyalgia, groin abscess, furuncle, gastrointestinal disorder and progesterone receptor assay positive outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, gastrointestinal disorder, groin abscess, headache, hormone level abnormal, hormone receptor positive breast cancer, menorrhagia, migraine, neoplasm malignant, pelvic pain, progesterone receptor assay positive, psychological trauma, triple negative breast cancer and urinary tract disorder to be related to essure. The reporter commented: essure insertion details: hysteroscopy performed. Bl tube ostia with essure springs. 3- 5 coils visible bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) - bilateral occlusion. Lot number ( 60512937 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), device expulsion ('expulsion'), triple negative breast cancer ('triple neg and ER/pr pos breast cancer'), neoplasm malignant ('cancer') and hormone receptor positive breast cancer ('oestrogen receptor positive breast cancer') in an adult female patient who had essure (batch no. 60512937-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea,chronic"), dyspareunia ("dyspareunia"), pelvic pain ("paim pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), fibromyalgia ("fibromyalgia"), groin abscess ("abcesses/boils groin area"), furuncle ("boils groin area") and gastrointestinal disorder ("gi conditions") and was found to have triple negative breast cancer (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), hormone receptor positive breast cancer (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and progesterone receptor assay positive ("progesterone receptor positive breast cancer"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, triple negative breast cancer, neoplasm malignant, hormone receptor positive breast cancer, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, migraine, headache, fibromyalgia, groin abscess, furuncle, gastrointestinal disorder and progesterone receptor assay positive outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, gastrointestinal disorder, groin abscess, headache, hormone level abnormal, hormone receptor positive breast cancer, menorrhagia, migraine, neoplasm malignant, pelvic pain, progesterone receptor assay positive, psychological trauma, triple negative breast cancer and urinary tract disorder to be related to essure. The reporter commented: essure insertion details: hysteroscopy performed. Bl tube ostia with essure springs. 3- 5 coils visible bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: essure confirmation test(s) (unspecified) - bilateral occlusion. Lot number ( 60512937 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), device expulsion ('expulsion'), triple negative breast cancer ('triple neg and ER/pr pos breast cancer'), oestrogen receptor positive breast cancer ('oestrogen receptor positive breast cancer') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea,chronic"), dyspareunia ("dyspareunia"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), fibromyalgia ("fibromyalgia"), groin abscess ("abcesses/boils groin area"), furuncle ("boils groin area") and gastrointestinal disorder ("gi conditions") and was found to have triple negative breast cancer (seriousness criterion medically significant), oestrogen receptor positive breast cancer (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), neoplasm malignant (seriousness criterion medically significant) and progesterone receptor assay positive ("progesterone receptor positive breast cancer"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, triple negative breast cancer, oestrogen receptor positive breast cancer, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, migraine, headache, neoplasm malignant, fibromyalgia, groin abscess, furuncle, gastrointestinal disorder and progesterone receptor assay positive outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, gastrointestinal disorder, groin abscess, headache, hormone level abnormal, menorrhagia, migraine, neoplasm malignant, oestrogen receptor positive breast cancer, pelvic pain, progesterone receptor assay positive, psychological trauma, triple negative breast cancer and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : dysmenorrhea, dyspareunia, pelvic/abdominal, menorrhagia, breakage, expulsion, psych injury, migration, bladder problems, urinary problems, fatigue, hormonal changes, migraines, headaches, cancer, fibromyalgia, boils groin area, abcesses, gi conditions, abcesses/boils groin area, triple neg and ER/pr pos breast cancer. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.